Event description:
Additional information received clarified that there was a drop in pacing and defibrillation impedance and a drop in r wave sensing amplitude.

Event description:
It was reported during remote follow up that the right ventricular lead exhibited impedance, sensing issue, and testing revealed that the right ventricular lead was picking up atrial signals. Dislodgment was confirmed via fluoroscopy. The lead was explanted and successfully replaced. The patient was stable and asymptomatic.